Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the middle of the load and the customer did not complete the process. The customer returned back to pump and was unable to resume insulin delivery as the pump requested a change cartridge. The customer's blood glucose (bg) was 326 mg/dl. The customer delivered injections to address bg. Tandem technical support assisted the customer with reloading the cartridge and resuming insulin delivery.